Event description:
It was reported that the patient presented for a routine device replacement procedure. High out of range shock impedance measurements were observed on this right ventricular (rv) defibrillation lead. Review of stored device data noted out of range measurements began approximately six months ago. Upon explant of the existing device and implant of the replacement device, commanded shocks were delivered and defibrillation threshold (dft) testing was performed. Shock impedance measurements were noted to be within normal limits at 79 and 90 ohms. Technical services (ts) discussed the potential of lead calcification. The physician opted to leave the lead implanted with the replacement device and the procedure was completed. No adverse patient effects were reported. This device remains in service.